Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the delivery system could not be advanced past the external iliac. The delivery system was withdrawn and another manufacturer's sheath was inserted. The delivery system was then reinserted. However, there was damage in the iliac artery and the patient's blood pressure dropped sharply. The patient was converted to open repair (laparotomy). The patient is fully recovered. The physician stated that the cause of the event was due to vessel morphology and they suspected severe calcification. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.